Event description:
Reporter indicated low impedance readings were obtained for a vns patient. The patient is not experiencing any adverse events. The patient had vns generator replacement surgery only on (B)(6) 2011. Attempts for further information and return of the explanted generator are in progress.